Manufacturer narrative:
The olympus endoscopy support specialist (ess) was on-site for observations of cleaning with facility staff. The facility did not have a reprocessing machine. During observations, the ess noticed that manual high-level disinfection was performed but not all steps were being completed. The ess completed a reprocessing in-service to correct deviations and provided customer with scope cleaning directions. The subject device was not returned to olympus for evaluation. The investigation is ongoing, and this report will be supplemented when new and relevant information becomes available. This report was submitted by the importer under the importer's report number: 2429304-2024-00138.

Event description:
It was reported, 17 days after the cystoscopy procedure using the cysto-nephro videoscope, the patient experienced a urinary tract infection (uti), verified by a urinary culture that was positive for pseudomonas, and was treated with the antibiotic levaquin. Additional details were requested but not provided.

Manufacturer narrative:
This supplemental report is being submitted, to provide a correction to h6 from the previous submission. H6 code (investigation results) has been corrected from "4315" to "18" appropriately.

Event description:
It was reported by the customer that after the olympus in-service training, there have been no further related issues at the facility. The forceps/irrigation plugs (maj-891) used at the facility are disassembled and cleaned correctly. The patients involved in the events are reportedly "fine after treatment," and currently in "good" condition. It was confirmed that the patients did not develop bacteremia or sepsis and did not require admission to the ICU. Furthermore, the facility reported receiving reprocessing training when the flexible cystoscope (cyf-v2) was introduced for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, since the subject device was not returned to olympus for evaluation/culture testing, a relationship between the device and the reported adverse advent could not be identified. However, after reviewing the facility¿s device reprocessing steps, deviation from the olympus instructions for use (IFU) was confirmed. Therefore, it is likely that there was a misunderstanding of device handling and reprocessing steps between the user and olympus¿s recommendation. However, the root cause could not be determined. The event can be detected/prevented by following the IFU in sections: chapter 6: compatible reprocessing methods and chemical agents chapter 7: cleaning, disinfection, and sterilization procedures. Furthermore, per olympus expert review, the following was determined: it is likely that the reported patient infections were caused by improper reprocessing. This was also confirmed with the improper cleaning of the forceps/irrigation plug (maj-891). Biofilm may have formed in between the segments of the maj-891, as this piece has been linked to previously reported outbreaks. It is recommended to obtain microbiological samples of the involved endoscopes and the involved maj-891 (and the loose parts that need to be brushed). This supplemental report includes additional information received from the customer. B5 updated accordingly. Also, a correction has been made to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.